Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-04999. Reference MFR report: 1627487-2013-05000. It was reported the patient was no longer receiving effective stimulation coverage. The physician opted to implant a new lead on (B)(6) 2013, and left both existing leads implanted. The physician also replaced the ipg. It was reported the patient no longer wanted a rechargable ipg, and had stopped recharging the ipg six months prior. Follow up identified the patient received stimulation intraoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.